Manufacturer narrative:
The reported failure of vent inop associated with machine flow sensor drift exceeding specification (>0.2lpm), is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report indicating that a vent inoperative alarm occurred on a trilogy evo ventilator. No patient involvement, harm, or injury was reported. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. Analysis identified a ¿vent inop¿ error, associated with machine flow sensor drift exceeding specification (>0.2lpm). The machine flow sensor was replaced to address this issue. Additionally, issues not directly related to the reported malfunction were identified during evaluation. An error was observed due to excessive sensor offset during drift calculation; the system printed circuit assembly (pca) was replaced to address this condition. Further analysis identified errors related to the detachable li-ion battery, including a permanent failure indication and a condition in which the battery was connected with v_wake_det < 10.000v, potentially associated with detachable battery failure, v_wake_det or check_wake_det circuit failure, or an adc fault. The detachable battery was replaced to address these findings. Additionally, the in-line prox filter required replacement due to being clogged with dust. Following repair, the device passed all testing.